Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient injury.

Manufacturer narrative:
The customer declined ge service. No repair information available. Block a: patient information could not be obtained due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.